Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident. Customer allege insulin pump was over delivering. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer stated drive support cap was appears normal. The customer was assisted with troubleshooting. The customer was treated with food. The insulin pump will be returned device for analysis.